Event description:
Reportedly, the battery depletion was faster than expected, and the longevity estimate was not accurate.

Event description:
Reportedly, the battery depletion was faster than expected, and the longevity estimate was not accurate.

Manufacturer narrative:
The subject pacemaker was returned for analysis. Preliminary analysis showed that normal battery depletion occurred based on hrs guidelines, and analysis of the returned device did not reveal any anomaly.

Event description:
Reportedly, the battery depletion was faster than expected, and the longevity estimate was not accurate.